Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18332525 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal connector of a 6f 100 cm extra back-up (xb) vista brite tip guiding catheter rotates and does not connect properly to the y-valve. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the proximal connector of a 6f 100 cm extra back-up (xb) vista brite tip guiding catheter rotates and does not connect properly to the y-valve. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The non-sterile 6f .070 xb 3.25 100cm catheter was received coiled inside a clear plastic bag. Upon unpacking, visual inspection revealed multiple kinked or bent sections along the catheter body at approximately 19.5 cm, 49 cm, 79.8 cm, and 86 cm from the distal tip. No other damage or anomalies were seen on the remaining visible components. Dimensional analysis was conducted near the damaged areas to verify the catheter's inner and outer diameters. All measurements were found to be within specification when compared against the applicable product performance requirements. Functional testing was also performed by connecting the catheter to a standard lab syringe, during which a crack was seen on the hub. A product history record (phr) review of lot 18332525 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. The exact cause of the observed damages could not be conclusively found during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been started to further review the potential causes. No further action will be taken at this time.